Event description:
The patient reportedly experienced a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The patient continues to be monitored by the center to decide on best course of action, as patient is responding to sounds with the use of a hearing aid in the contralateral ear.